Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that, the patient made complete recovery.

Manufacturer narrative:
The lens was returned in a plastic specimen cup adhered by blood and solution to the non-serialized side of the (lined out) replacement lens case lid (visible sn: (B)(6) . Blood and solution was dried on the lens. The optic is cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Information was provided in the file that indicated the use of qualified associated products. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided that the company,13.5 diopter (add power +2.2/+3.2) lens was replaced with a another company, 13.5 diopter, (1.5 extended depth of focus) lens. Additional information was provided that the glare and halos have resolved after exchange, and that the patient has made a complete recovery. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that the patient experienced glare and halos immodestly post surgery. The patient had completely recovered. There was no patient harm. The patient was not hospitalized.

Manufacturer narrative:
Corrected information provided in g.3. The g.3. Date was initially submitted on prior MDR as (B)(6) 2021, but it has now been updated and corrected to the accurate date of (B)(6) 2021. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. No other complaints for lot. The manufacturer internal reference number is: (B)(4).

Event description:
A certified surgical technician reported that following an intraocular lens (iol) implant procedure, the patient experienced dysphotopsia. The iol was exchanged with an alternate iol approximately 8 months following the initial procedure. Additional information has been requested however, further information has not been received.